Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for the lot number of this device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that the top hat on the customer's rapidloc implant was bent when taking it out of the package prior to a knee scope. Not likely to result in patient harm or the need for additional medical or surgical intervention. There were no patient consequences or delays. This is report 1 for 1 (B)(4).